Manufacturer narrative:
Image review: two media files were provided for review. Upon the final release of the evolut, one of the paddles of the evolut remained stuck to the delivery catheter system after full expansion of the valve. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off spindle (turn delivery system knob in the opposite direction of deployment to advance capsule).¿it was reported that after pushing the catheter very hard the paddle released. Of note, gentle push is recommended; however, no adverse events were reported from pushing hard on the catheter. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the medtronic field representative present at the case, the commissural alignment of the hat marker in the open arch left anterior oblique view was not proper. The implant team corrected this orientation by twisting the catheter to the correct spot. Prior to the release difficulty, the valve was recaptured to adjust for proper position. Two deployment attempts were made. There was no reported difficulty in recapturing the valve.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012143368); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was released, a paddle got stuck in the paddle pocket.  Neither closing the capsule nor pushing was successful. The implanter then turned the catheter in both directions, without success. Closing it again was also unsuccessful. The implanter then pushed the catheter in again very hard and the paddle finally came out of the pocket. No adverse patient effects were reported.